Manufacturer narrative:
One opened and two unopened knives, in blisters were received for the report of non-sharp scalpel. Opened sample was visually inspected and found to be conforming. Functional penetration testing was then performed and found conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo given by the customer was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The returned opened sample was found to be visually and functionally conforming, therefore a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic knife was found to be not sharp. The surgery were completed without any problems for the patient. Procedure details was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).